Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product was provided for evaluation. Data was received but does not reflect the alleged device. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. A sound try it test was performed. A sound test on the receiver communication tool was performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and passed. The log was downloaded finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.